Event description:
A surgeon reported after connecting the cassette to the console, the system primed and calibrated with success. After the procedure had started, the doctor noted the infusion line was leaking. A new customer pack was used to proceed with surgery and there was no further incident. There was no delay or harm to the pt.

Manufacturer narrative:
Only the used infusion cannula line was returned and upon visual inspection no defects were found. The returned sample was checked for fit on the proximal end with a lab stock infusion tube set, and no leakage was observed from that connection during testing on the console. The sample was also checked for fit on the distal end with a lab stock trocar cannula, and no leakage was observed from the connection during testing on the console. The outer diameter of the needle on the return sample was measured for dimensional accuracy and met specification. The returned sample was tested using the constellation console, and no leakage was detected during that testing. The customer's complaint history was reviewed for the period of one year; this is one of one complaints reported for this issue. There have been no additional complaints reported against the finish goods lot and the device history record shows the product was released per specifications. The root cause of the customer's complaint is not known; the returned sample met specifications. (B)(4).